Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged difficulty breathing/short of breath, headaches, and dry mouth while using the device. Patient also alleged the device will not turn on or function.there is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging an issue related to a CPAP device's sound abatement foam. Additional information was received on (B)(6) 2022 that the patient is also alleging nasal/throat irritation or soreness while using the device. Patient also alleged the humidifier is not working. Please see section h6 for this updated information.